Event description:
It was reported that when the patient was in the office, the battery voltage measurements were low during interrogation, then increased when the programmer was turned off, then on. No patient complications have been reported as a result of this event. Review of manufacturer's database indicates the device is still in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows low telemetered battery voltage. The battery voltage with telemetry was 2.55 v and was 2.92 v from the daily measurement, both taken the same day. Event assessment has determined that report of potential malfunction may result in unnecessary explant.